Event description:
It was reported that the pt experienced a loss of therapeutic effect after a fall. The details of the pt's fall were not reported. The pt stated that there was an unspecified problem with their neurostimulator and with impedances. It was stated that x-rays were performed. The pt's device showed "question marks in results". Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).